Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. The lot number could not be matched together for this incident and without these matching together we are unable to determine where the device was manufactured. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for difficult/unable to operate. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the bd ultra-fine¿ nano insulin pen needle there was an issue with insulin not dispensing fully during injection. There was no report of injury or medical intervention.